Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed, and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered is per the customer's report of "maybe (B)(6) 2020". All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that the adc freestyle libre sensor would not start, and he was therefore unable to monitor his blood glucose levels. The customer reported experiencing fatigue and "rising symptoms". The customer had contact with a healthcare professional, was diagnosed with hyperglycemia, and treated with insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.